Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the right coronary artery (rca). The unknown 4.0xmm omega stent was deployed; stent deformation occured with an unspecified ancillary device. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.